Manufacturer narrative:
The customer has decided to retire the unit.

Event description:
The customer reported that the ac power led was not working, though the unit continued to charge. There was no reported patient involvement.